Event description:
A us distributor contacted zoll to report that charger sn (B)(4) resets.

Manufacturer narrative:
Evaluation: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon evaluation the battery charger resets. The cause for the failure was isolated to a contaminated charger pca. The root cause for the contamination ws ingress of an unknown liquid. No adverse event resulted from the defective battery charger.